Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
The customer reported that she obtained blood glucose readings of 45 mg/dl at 2:15 a.m. On the contour next link 2.4 meter and 76 mg/dl at 2:16 a.m. On the contour next one meter. The customer stated that she was mildly hypoglycemic. She drank orange juice and ate peanut butter cracker, after which she recovered well. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter and contour next test strips from lot # 9apef08b for evaluation. The customer also returned the contour next test strips from lot # 9gpeg06a, however, it was not indicated to be involved in the event. The customer did not return the suspected contour next one meter for evaluation. Therefore, in-house contour next one meter was tested with the returned test strips. The returned and in-house contour next link 2.4 meters were also tested with the returned test strips. All blood glucose readings obtained during in-house testing gave satisfactory performance.